Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
On (B)(6) 2022, customer reported an unspecified discrepant result that occurred during (B)(6) 2021 using cue covid-19 test for home and over the counter (otc) use compared to a ¿professional test result¿. The customer did not provide additional information including expected result, date of event, cartridge lot, reader serial number, or any confirmatory test information.